Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused severe eye pain, swelling/hardness of the eyeballs, breathing issues, sinus pain, headaches, difficulty swallowing, neurological problems, thyroid issues and swollen lymph nodes. The patient has alleged to seeing particles stuck to the inside of the machine and black minute particles in water chamber. The patient did report to receive medical intervention and seen a total of 13 physicians, neurologist, rheumatologist, optician, ophthalmologist, ents, and have appointments to see an pulmonologist, endocrinologist and gastroenterologist and procedures for the eyes to treat blepharitis. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused severe eye pain, swelling/hardness of the eyeballs, breathing issues, sinus pain, headaches, difficulty swallowing, neurological problems, thyroid issues and swollen lymph nodes. The patient has alleged to seeing particles stuck to the inside of the machine and black minute particles in water chamber. The patient did report to receive medical intervention and seen a total of 13 physicians, neurologist, rheumatologist, optician, ophthalmologist, ents, and have appointments to see an pulmonologist, endocrinologist and gastroenterologist and procedures for the eyes to treat blepharitis. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.